Manufacturer narrative:
The reported experience of error code 133.6090/burnt smell could not be investigated as no devices were provided to cad for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device displayed error code 133.6090/burnt smell. The device was sent to bd service department where the main speaker was replaced, which was the cause of the error code 133.6090. The left iui was also replaced due to bent pins which caused the small burn, as well as the burn smell. It was further stated that there was no patient involvement.